Event description:
It was reported that during surgery the other edge of dermatome cuts badly. There was no harm/impact to patient. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
(B)(4). Report source: foreign: finland. The customer has indicated that the product will be returned to zimmer biomet and the investigation is in process. Once the investigation has been completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported during followup, that the event occurred during surgery. An unplanned skin graft was required to complete the procedure, because they had to take skin graft a little bit more than planned, but nothing more. Delay was 10 minutes but patient was not under anesthesia. No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. The results of the investigation are as follows: -review of the most recent repair record determined the control bar was not in the correct position and machine head was damaged and the machine head was replaced and position of control bar recalibrated and resolved the reported issue. -a definitive root cause cannot be determined. -the event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.